Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient also experienced voice changes and laryngitis as well as frequent sinus infections, watery/itchy eyes, coughing, kidney problems, and fatigue after using device. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging voice changes, laryngitis as well as frequent sinus infections, watery/itchy eyes, coughing, kidney problems, fatigue, device was not functioning properly and voice has changed lost an octave of pitch related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this updated report will be filed. Corrected information provided in b5, the information (the manufacturer received information alleging device was not functioning properly and voice has changed lost an octave of pitch related to a CPAP device) was not included in initial report. Section h6 updated in this report.